Event description:
Reli on insulin u-100 product -81131-0311-68- syringe will not work correctly, pt has to use extensive force on piston/plunger to receive insulin. Plunger sticks after pt draws insulin into syringe and injects needle into injection site, then pt can not push plunger without using extreme force, very scary and dangerous. Looks like plastic is defective. This has happened 10 to 20 times in the past 4 months. Others having same problem.